Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, when the physician attempted to insert the stylet to the lead, the stylet was not sliding. Another lead was used. There was no patient consequences.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.